Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) received on 24aug20. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 139110ext, ultraclan 6 in. Blade extend insulation. The report states "surgeon was using the bovie with the extender tip when the sheath came off of the extender tip. He then removed the outer sheath of the bovie extender because it came off from the main shaft of the extender. It was not left in the patient." Further assessment questions were sent to the reporter; however, the reporter has chosen to not respond. There was no indication of injury to the patient or the user, no medical intervention and no prolonged hospitalization. It is assumed that this device component came into contact with the patient per the reporter statements. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The alleged broken 139110ext is not expected to be returned for evaluation and review. This complaint of sheath came off device is unable to be verified and a root cause cannot be determined. The manufacturing document from the device history record could not be reviewed since the lot number was not provided. A lot history could not be completed since the lot number was not provided. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 83 devices, for this device family and failure mode. During this same time frame 90,100 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0009. Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. These devices fail the inspection described herein. Safety: inspect and test each device before each use. Inspection: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration this issue will continue to be monitored through the complaint system to assure patient safety.